Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. The sample was discarded therefore, no evaluation could be performed. The batch review could not be performed because the lot number that was originally provided was found to be inaccurate. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, the manufacturing facility did identify the product code and lot number of the device and completed a batch review. A review of all batch record documents was performed for lot number 13h15h42 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (apd) combination pack was missing a minicap shelter cap and iodine shelter. The patient had extra caps from their manual treatment, so they were able to do their therapy that night. This was found prior to treatment. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.